Event description:
It was reported that a patient underwent eyelid surgery approximately 4 months ago to remove basil cell carcinoma. Suture was used on the lid margin. The wound dehisced and the patient required a second surgery. A cultured was performed and grew out candida parasolopis. The patient was treated with tobradex ointment.

Manufacturer narrative:
B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.